Event description:
It was reported that patient had extreme leakage. Patient had implantable it was reported that patient had extreme leakage. Patient had implantable neurostimulator (ins) for retention and everything was "great" since moving to current residency. Patient reported leakage was day and night. During physician's appointment, two week before this report, "they messed around with it" and patient was back to 100% retention. Patient reported "bladder was dead and did not felt anything". Patient was using a catheter 90% of the time during the day. The day before this report, patient noticed blood in the urine and went to clinic. Physician at clinic gave antibiotics for bladder infection. Patient had appointment schedule on (B)(6) 2012. Additional information received reported that follow up physician did not know about this event and had not seen this patient at their clinic since 2006.

Manufacturer narrative:
Product ID 3889-28, lot# j0527321v, implanted: 2005 (B)(6), product type lead, product ID 3095-10, serial# (B)(4), implanted: 2005 (B)(6), product type extension, product ID 3031a, serial# (B)(4), product type programmer, patient. (B)(4).